Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during a cori assisted tka surgery, they plugged in the real intelligence robotic drill to begin registration and a drill disconnect error occurred, after hitting continue the same message came up. They shut down the console, unplugged the drill and rebooted the console. A second attempt was made and the same thing happened. They tried to remove the ri robotic drill attachment to try with a different one, but the attachment was stuck and could not be removed. They attempted several kpc tests and were unsuccessful at removing the attachment. The case was completed, with a non-significant delay, using manual instrumentation, as there were no other cori trays available. The patient was not harmed beyond the reported problem. After the case, they did kpc tests about 30 times and were able to remove the attachment. They performed a kpc test on the drill with a different attachment and the drill passed.

Manufacturer narrative:
H3. H6: the ri robotic drill attachment (us) rob10015, s/n (B)(6) intended for use in treatment was returned for evaluation. A relationship between the reported event and the device was established. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem was confirmed. The bearing shaft lock nut is out of torque specification. The lock nut was tightened to specification and a kpc test was performed and passed. The most likely cause of this event is the bearing shaft lock nut backed out due to vibration. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. The review determined that prior escalation actions are applicable to the scope of this complaint and further investigation into the reported failure is being conducted to determine if additional escalation actions are required. The user manual provides guidelines for recovering to a fully manual procedure in the "recovery procedure guidelines". The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Per complaint details from the us, it was reported that during a cori assisted tka surgery, they plugged in the real intelligence robotic drill to begin registration and a drill disconnect error occurred, after hitting continue the same message came up. They shut down the console, unplugged the drill and rebooted the console. A second attempt was made and the same thing happened. They tried to remove the ri robotic drill attachment to try with a different one, but the attachment was stuck and could not be removed. The case was completed, with a non-significant delay, using manual instrumentation. The patient was not harmed beyond the reported problem. Further investigation into the reported failure is being conducted to determine if additional actions are required. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
H3, h6: the ri robotic drill attachment (us) rob10015, s/n500008 intended for use in treatment was returned for evaluation. A relationship between the reported event and the device was established. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem was confirmed. The bearing shaft lock nut is out of torque specification. The lock nut was tightened to specification and a kpc test was performed and passed. The most likely cause of this event is associated with a loose drill attachment retaining nut. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. The review determined that prior escalation actions are applicable to the part number or serial number and scope of this complaint, and no further escalation action is required. The user manual provides guidelines for recovering to a fully manual procedure in the "recovery procedure guidelines". The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Per complaint details from the us, it was reported that during a cori assisted tka surgery, they plugged in the real intelligence robotic drill to begin registration and a drill disconnect error occurred, after hitting continue the same message came up. They shut down the console, unplugged the drill and rebooted the console. A second attempt was made and the same thing happened. They tried to remove the ri robotic drill attachment to try with a different one, but the attachment was stuck and could not be removed. The case was completed, with a non-significant delay, using manual instrumentation. The patient was not harmed beyond the reported problem. As part of corrective actions, continuous improvements have been made to the assembly process. The assembly work instruction has been updated to include the application of a thread-lock compound to the drill attachment retaining nut during assembly. The failure mode will continue to be monitored through complaint investigation and trended through post market surveillance activities.